Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with red and irritated skin. The physician decided to explant the system for infection. The patient was stable and a replacement procedure was not scheduled at the time.